Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. No DHR review can be carried out as lot number is unknown. See h.10..

Event description:
It was reported that pen ndl 32ga 4mm 14bag 700case jp was unable to deliver the medication. The following information was provided by the initial reporter: the customer (pharmacy) reported as follows: a patient experienced the incident several times that he/she failed to attach the pen needle properly and thus drug didn't come out. The patient is stating that there may be a difference in the needle length among the products.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed. No DHR review can be carried out as lot number is unknown. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Root cause description: the root cause is undetermined. Rationale: based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that pen ndl 32ga 4mm 14bag 700case jp was unable to deliver the medication. The following information was provided by the initial reporter: the customer (pharmacy) reported as follows: a patient experienced the incident several times that he/she failed to attach the pen needle properly and thus drug didn't come out. The patient is stating that there may be a difference in the needle length among the products.